Event description:
Info received alleged that the head panel section was drifting. No alleged injuries by account.

Manufacturer narrative:
Tech found that the head panel section was drifting due to valve solenoid not functioning. Replaced valve to resolve this issue.